Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization for diabetic ketoacidosis and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis. The patient's blood glucose levels reached 27 mmol/l (486 mg/dl) while wearing the pod between 24 and 36 hours on the back. Symptoms reported include headaches and nausea. The patient was treated with intravenous therapy. The patient was discharged after 30 hours. The pod was removed at the hospital due to a hazard alarm and that the cannula was reportedly bent. Prior to discharge, a new pod was applied.